Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/6/2006 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device observed tines on the right side of the comb were bent and that there was minor wear to the roller gear and shoulder bolts. No pre repair tests were conducted due to the bent comb. Repair of the device included replacement of the comb and roller gear. The cause of the customer's reported event is likely the user not maintaining the device per proper handling, as evidenced by the damge to the comb. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher bottom ribbed tray was bent. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.